Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the external devices are very inconvenient compared to the previous one.  Patient asked about the possibility of lead migration, reviewed info. Patient said xray were taken and "are perfect". Patient said the reason they have these issues is back surgery. Patient said there are not enough clinicians in the area. Patient also asked about tens unit use but didn't let agent answer the question. This was an outgoing call to the patient. Agent did not ask about the circumstances that led to the reported issue. No symptoms were reported. Additional information was received from the patient. They reported that the hcp changed their program and after the program was changed the patient couldn't go to the bathroom. Patient said they didn't write down what program they were on before the hcp changed it. Reviewed ps doesn't have a way to access that. Patient repeated same concerns regarding external devices. Additional information was received from the patient. They stated that they would like to report that the device was defective. The patient said they had to get programmed too often. The patient said that it had been ¿hinted and whispered¿ about the device is defective. The said that the device was programmed way down and that they would be in pain for the weekend or taking pills. Patient services reviewed the representative¿s role and reopened the case to email the patient health care professional (hcp) listings. Additional information was received from the patient. They reported that their internal device was defective "one side broke" but the doctor wants to check nerve function in patient's bladder before proceeding with any other interventions. The patient stated that they know their bladder is still working because they can feel stimulation sensation. The doctor wants patient to wait 8 weeks for this but the patient "cannot wait 8 weeks with a bag". The patient wanted someone to call the doctor about this and wants someone to program the device properly until the doctor is ready to do surgery. Patient services reviewed role of the manufacturer vs. The role of the doctor and redirected the patient to their physician. [See (B)(4) for information regarding an internal wire being loose/migration]

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the statement 'one side broke' was not a device concern and there was not evidence of a lead break. In clarification to the statement that the device was defective, the hcp wrote that it was not effective for symptom control. It was unknown when this issue first occurred. Diagnostics/troubleshooting taken had been re-programming, impedance check, and x-ray. The cause of the 'right side broken'/defective device was unknown. The patient was scheduled for a device replacement in (B)(6) 2022. In response to the statement that the doctor wanted to the patient to wait 8 weeks for this but they couldn't wait 8 weeks with a bag, the hcp wrote that the patient was in their office twice a week. The device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.